Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to impedance of greater than 100 ohms. It was determined that the rv lead exhibited a gradual increase in impedance over the past 12 months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. The analyst noted that the superior vena cava (svc) coil impedance has been rising from a range of around 65 ohms to around 100 ohms. The svc defibrillation impedance was 102 ohms.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.